Manufacturer narrative:
Unit was received with cracked and bleeding lcd glass. Unable to perform self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test due to cracked and bleeding lcd glass. Unit was received without battery cap unable to confirm damage. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, and cracked display window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was broken. The screen was not working, it had a black spot on it. Customer's blood glucose level was 270 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.